Event description:
Information was received indicating that a smiths medical portex bivona flextend¿ tts¿ tracheostomy tube did not fully inflate. Subsequently, the trach tube was required to be changed out with no adverse patient effects.

Manufacturer narrative:
Device evaluation summary: six tracheostomy samples was received in used condition. The samples were visually inspected and no discrepancies were found. Tracheostomy cuff symmetry tests and measurements were completed, all measurements were found to be within specification and the cuffs were able to be inflated and deflated properly. A review of the manufacturing process was conducted and was considered adequate and correct. Based on the evidence and testing, the complaint was not confirmed. No faults were found.